Manufacturer narrative:
Complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch experienced leakage. The reporter stated, "leakage on filter vent on the 4th day of infusion." Quantity affected is 1 and the sample is available for return. No further information is available for this complaint. Additionally, that the drug involved was a chemo drug, vincristine (oncovin). There was no unprotected drug exposure, and there was no patient or healthcare provider impact. The set was replaced, and therapy resumed. There was no other physical damage noted to the product. There was no patient harm.

Manufacturer narrative:
D9 date returned to mfg: 11/18/2024. Received one new list# 142560488 primary plum set from the customer for complaint investigation. As received, there were no damages or anomalies observed. The set was leak tested per specifications. No leakage was observed. The complaint of leakage at the filter vent could not be replicated or confirmed. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.